Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) that they saw the patient on (B)(6) and there was no issue. They confirmed that while connection fluctuated, patient was able to charge with no issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the call, caller confirmed that the wireless recharger (wr) kept losing its connection with the implantable neurostimulator (ins)  even while they're keeping the wr completely still in one position. Caller stated that the recharger app kept "fluctuating" between good connection and excellent connection. Caller also confirmed that they never had this problem before. Agent reviewed general device use and walked caller through troubleshooting by repositioning the wr. Troubleshooting did not resolve the issue. Agent redirected the caller to the patient's healthcare provider (hcp) to further address the issue.